Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gram, stat, "continued fifth a day") and ip injection of fortum (1 gram, per exchange) as treatment for the event. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. No additional information is available.